Manufacturer narrative:
Medical device expiration date: na. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for separates with the incident lot was not observed. Additionally, 7 retention samples from bd inventory were evaluated by visual examination and no issues were observed that could cause separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separates. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® one use holder the holder separated from the non-patient end needle. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the holder came loose and detached from the butterfly needle mid-way during a blood draw.